Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6), 2009. Subsequently, the patient was revised on (B)(6), 2015 due to pain. The head and taper were removed and replaced.

Manufacturer narrative:
This follow up report is being filed to report corrected and additional information. Concomitant medical product(s) - biomet magnum cup catalog # us157856, lot #:519720. Biomet femoral stem, catalog#: 192111, lot#: 984320. Biomet taper adapter. Catalog#: 139259, lot#: 058240.

Event description:
Patient's left hip was revised approximately six years post-implantation due to pain. During the procedure, scar tissue and metallosis were noted. The femoral head and taper adapter were removed and replaced, and an active articulation bearing was implanted.